Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that they encountered a repeated error 319 while docking the patient side cart (psc). The tse reviewed the system error log and confirmed the occurrence of an error 319 on the endoscope controller (ec). The user was instructed to check the ec's power switch and perform a power cycle on the system multiple times, but the issue persisted. The user converted to laparoscopic surgery to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that ports were placed when the issue occurred. The reporter was unsure whether port incisions were increased, or additional ports were placed. The reporter confirmed that the patient tolerated the change well when the procedure was converted to laparoscopic.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. An error 319 occurred and the fse confirmed normal operation after replacing the endoscope controller (ec). The system was tested and verified as ready for use. Isi has received the ec, but failure analysis has not yet been completed.

Manufacturer narrative:
The endoscope controller (ec) has been returned and evaluated by the failure analysis team. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed, and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error 319 pointing to dual camera interface board (dcib) confirmed the fault occurred in the field. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The reported problem was replicated when the system is powering on with error 319, which means that the dcib node configured to be present did not respond at system start up. The probable root cause is attributed to electrical and fiberoptic defects on the dcib on the ec. This issue was fixed by replacing the ec.

Event description:
Refer to h11 for follow-up information.